Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose of 555 mg/dl and moderate ketones. The cause of the high bg was unknown. A bolus was delivered to address bg level. Customer declined further troubleshooting with tandem technical support.